Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture affecting the left breast. As a result, the patient underwent removal on an undisclosed date.

Manufacturer narrative:
An evaluation was completed on a photo received of the medical device. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made on the physical device. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 03, 2022, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2022, mentor was provided with a patient identifier. An evaluation was completed on (B)(6) 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2022, mentor received additional information. The date of event was updated to (B)(6) 2021 and a date of explantation of (B)(6) 2022 was provided. Manufacturer¿s reference number: (B)(4).